Manufacturer narrative:
Manufacturer's investigation conclusion: the device was not explanted and was not available for evaluation. The reported pump stoppage due to battery depletion could not be confirmed because no log files from the time of the event were submitted for review. The heartmate ii lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the heartmate ii patient handbook, provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. The IFU explicitly states that completely depleting the battery charge when operating on batteries will cause the pump to stop. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii lvas on (B)(6) 2017. It was reported that the patient was found at home, expired, while he was on batteries. The patient didn't connect to the mobile power unit when he was alarmed to exchange batteries. Patient lived alone and was found by his family. There was no device or therapy issue reported. The device will not be returned for evaluation; the pump was not explanted. No further information was provided. A final report will be submitted once the manufacturer's investigation is complete.